Event description:
The customer reported that dr. (B)(6) was using the device in a lower anterior resection (lar) procedure. During use, the device sealed and cut for several cycles,then the grip could&#39;t be opened. The doctor replaced the device with a new one. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : 12/02/2014. Date of follow-up report : 01/06/2015. One used lf5034 was received for evaluation, and visual inspection found no defects. The customer reported that the grip could not open suddenly. The reported condition was not confirmed. The jaws were not stuck shut. The jaws opened and closed normally when the trigger was activated. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.